Event description:
Information was later received from a manufacturing representative (rep) indicating that on (B)(6) 2015, she was informed of a catheter replacement case that was to happen on the day of this report. The patient had had lack of efficacy for an unknown amount of time. The rep was unsure if any diagnostic tests were done prior to surgery. There were no alarm logs showing. The managing doctor was going to replace the catheter and do a roller study for the pump.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving morphine (unknown concentration)( at 0.86 mg/day and bupivacaine (unknown dose and concentration) via an implantable pump for spinal pain. On (B)(6) 2015, the patient's doctor changed the secondary drug (morphine) to be the primary drug and the primary drug (bupivacaine) to be the secondary drug. The doses and concentrations were not changed. After that change, the patient had a very bad reaction. The hcp then turned up the dosing a bit but that did not help. The patient felt like she was getting too much morphine and the hcp changed the drugs back. Since this change, the issues continued to occur where she was not getting any pain relief or was getting too much medication/getting overly drugged. There was no certain time of day that this occurred. The logs were checked and no issues were found. The hcp was not aware of any volume discrepancies either. The hcp planned to perform a catheter dye study. Additional information has been requested regarding the cause of the event, diagnostics and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.